Event description:
Attorney's report that the patient had hernia repair surgery which included the implantation of a composix kugel mesh into her body. The patient died in 2006.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.